Event description:
Event description guidant received information that the physician ordered that this implantable cardioverter defibrillator (ICD) be deactivated, as the implanted patient has a do not resuscitate (dnr) status. Attempts to communicate with the ICD were unsuccessful, however, and the ICD could not be interrogated for deactivation. Placement of a magnet over the device implant site did not elicit a response.